Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023, which is off-label usage of the device. On (B)(6) 2023, it was reported that the patient¿s cgm was reading 278 mg/dl and the bg meter was reading 82 mg/dl. A few minutes later, the patient started experiencing weakness, diaphoresis, nausea, vomiting, and eventually lost consciousness. The patient¿s mother called 911. Ems arrived and transported the patient to the hospital. The patient was treated with glucose and zofran. After a few hours, the patient regained consciousness. No other bg/cgm comparison values were reported for this event. The patient was discharged home after approximately 5 hours. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.